Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from the united states and the journey ii cr clinical study, reports the knee was revised secondary to ¿arthrofibrosis of the right knee¿. The clinical study report form were submitted but did not reveal a root cause for the ¿arthrofibrosis¿. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a orthopedic surgery had to be performed due to arthrofibrosis on the right knee. Rehabilitation therapy following the tka with journey ii cr tks was performed on (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.